Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02285 for the other associated device information. It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after positioning the tome within the patient, the cut wire broke at the proximal end of the exposed wire. A second tome was used, but failed in a similar manner. No part of either tome cut wire detached and no scope damage occurred. The procedure was completed with an autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was bent and the exposed cut wire was broken near the proximal pierce hole. One broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected for cut wire integrity and bowing/ handle functionality so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. The condition of the returned incident device was consistent with the complaint that the cutting wire was broken. During manufacturing, tome devices are 100% inspected for cut wire integrity and bowing/ handle functionality so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02285 for the other associated device information. It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after positioning the tome within the patient, the cut wire broke at the proximal end of the exposed wire. A second tome was used, but failed in a similar manner. No part of either tome cut wire detached and no scope damage occurred. The procedure was completed with an autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.